Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the procedure was a laparoscopic tep for a right inguinal hernia repair. After three days, the patient suffered from a fever, major infection and reoperation. After the patient developed a facéite nécrosante (necrotizing fasciitis). The patient is still hospitalized, there will be an additional operation to correct the issue. The patient is alive with injury.